Manufacturer narrative:
The consumer's alleged deficiency (high readings) could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned products (blood glucose monitor and test strips) revealed that the nova max link glucose monitoring system performed within specification. Visual as well as chemical evaluation (with control solution and blood) was not able to replicate the alleged issue.

Manufacturer narrative:
The meter and test strips have been returned for eval. Test strip lot # 102021214287 expiration date: 10/2016 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care concerned about his high blood glucose readings. According to the consumer on (B)(6) 2015 he continued to administer unk amounts of insulin based on multiple high readings throughout the morning on his blood glucose meter. The consumer reported that his blood sugar levels did not drop after the insulin doses were administered. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.